Event description:
Event description guidant received information that five days after this patient was discharged following a pacemaker implant procedure, loss of pacing therapy was observed. Pacing output artifacts were noted on the electrocardiogram but the lead was not capturing the myocardium as expected. An x-ray of the lead showed no visible change in position. The device was programmed to higher pacing output but capture was not observed. An invasive procedure was performed and the lead was successfully repositioned.